Manufacturer narrative:
Philips received updated information stating that this report was a failure to discharge that did not occur while in use on a patient.

Manufacturer narrative:
A follow p report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device gave no discharges, neither with paddles nor manually. It was reported that the issue was discovered while the device was in use with a patient. There was no reported adverse patient impact or immediate clinical action needed to prevent serious injury or death.